Event description:
It was reported that this pacemaker exhibited a high out of range pacing impedance measurement on the right ventricular (rv) lead channel that triggered a red call doctor (rcd) on the communicator. The measurement suddenly dropped to within limits value and has remained stable since. The device remains in use. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited a high out of range pacing impedance measurement on the right ventricular (rv) lead channel that triggered a red call doctor (rcd) on the communicator. The measurement suddenly dropped to within limits value and has remained stable since. The device remains in use. No adverse patient effects were reported.